Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the first device did not work properly (not enough power). The jaws of the second device would not close properly (not parallel). There was no pt consequence.